Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6), 2010 and meshes were implanted into the patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 06/06/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures total vaginal hysterectomy, anterior and posterior repair, enterocele repair and cystoscopy due to sui, uterovaginal prolapse, symptomatic cystocele and rectocele and urethral hypermobility. It was reported that following insertion the patient experienced extrusion, infection, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent vaginally approached mesh excision and cystourethroscopy on (B)(6) 2011 due to vaginal mesh erosion.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.